Event description:
It was reported that the 9900 system collimator closed down during a case. Also there were dark images and the hand switch would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator was calibrated. The brightness was adjusted and hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.